Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that this right ventricular (rv) lead had high shock impedances. Technical services (ts) recommended troubleshooting options. This rv lead remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular rv lead had high shock impedances. Technical services ts recommended troubleshooting options. This rv lead remains in service at this time. No adverse patient effects were reported.